Event description:
It was reported that log files revealed persistent low flow hazard events. No other unusual alarm or events were recorded. The cause of the low flow alarms was mild compression of outflow graft with less than 50% and biventricular low filling pressures. The alarms did not resolve. A right heart catherization and angiogram was performed on (B)(6) 2023 that revealed no gradient in outflow graft and biventricular low filling pressures suggestive of volume depletion. Plan was to continue ivf and pump speed was reduced from 9000 to 8800 to allow for additional left ventricle filling. The patient was asymptomatic at times of low flows which occurred when patient was in the upright position/standing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft compression could not be confirmed as no images were submitted for evaluation and the device remains in use; however, review of the submitted log files confirmed the reported low flow events. The account submitted log files for review. Analysis of the submitted log file revealed numerous and continuous low flow hazard alarms captured between 04feb2023 and 08feb2023 when the flow dropped below the 2.5 liters per minute (lpm) threshold. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number : (B)(4) . The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 addresses all pump parameters including pump flow. This section explains that pump flow is estimated from pump power. Section 4 of the IFU describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.